Manufacturer narrative:
The complaint product was received and tested with an npd engineer. The returned samples of violet orthocord sutures were tested for straight break tensile strength. In each case, the results exceeded the acceptable standards. Design specifications for straight break test says that tensile strength must be a minimum of 46.8 lbs and the average results of this test for 3 samples were, passing the test. We cannot discern a root cause for this failure mode. Based on the complaint rate and customer impact, we believe this to be an anomaly. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 3 for the same event. It was reported by the affiliate in (B)(6) that the orthocord violet w/mo-6 ndls pk/12 thread device was ripped over and over again during acl surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.